Event description:
Patient presented to the physician with persistent pain, including painful, inconsistent shocks and headaches. Physician brought the patient into the or, explanted the ipg and sensing lead, removed a portion of the stimulation lead, and closed.